Manufacturer narrative:
Add'l info is unavailable at this time. Should info be obtained which would further this investigation this report shall be updated.

Event description:
It was reported that the pt suffered a few dislocations following the total right hip replacement. On (B)(6) 2011, a restricting liner was implanted to prevent further dislocations.